Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated the skin under the sensor adhesive patch was red and itchy. The affected area was treated with hydrocortisone cream that was prescribed by their general practitioner on 08/16/2018. At the time of contact, the patient no longer had the skin reaction. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.